Event description:
As reported, during use on patient, the bonded connection between the distal connector and pressure tubing on the red line of a pressure monitoring set got detached when the tubing was pulled by the patient who had delirium. It is unclear whether blood leakage occurred. No additional treatment was required and there was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.